Event description:
The customer reported that in manual fluoro, the dose exceeds r/min as well as the longitudal collimator blades are not center. The problem was discovered when the customer was performing an annual inspection.

Manufacturer narrative:
The ge service rep adjusted the collimator to center collimator leaves. He verified the collimator iris is centered as well. He tested the system by moving the collimator iris and leaves through full range of motion, alignment within tolerance. The system is operating as intended.